Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 04/21/2024, the patient experienced hypoglycemia, was feeling ill and fell down. The cgm was showing normal readings and there was no bg value taken. The patients father called emergency medical services (ems), the patient could not remember what happened, as at that point of the event everything looked white. The patient's father informed him that while his cgm was showing normal readings, the bg reading was very low values when it was taken by ems (there were no specific values reported). The paramedics treated the patient with a full syringe dose of glucose and he also drank half bottle of regular coke and ate graham crackers and sugar water (sugar water is a mixture of 3 quarters of a glass of warm water and 1 scoop of sugar (4 inches tall and 3 inches wide)). The patient was not taken to the hospital. After a while the patient recovered. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.